Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that the insulin pump alarmed no delivery as a result of 2 crimped infusion set cannulas, which led to the hospitalization. She declined troubleshooting for the no delivery alarms, advising that she had changed the infusion sets. She added that she had an abscessed tooth, which contributed to her high blood glucose. She complained of dry heaves and thirst. She stated that she was treated and released with high blood glucose readings in the 300 and 400 mg/dl range. She treated with a complete infusion set change and manual injection at home. She advised that she would consult her doctor regarding possible scar tissue or other insertion site issues that may have caused the crimped infusion set cannulas. Nothing further reported.